Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse placed dignishield in patient and the inflation port had broken off. Only 20 millimetres was inserted into cuff. Representative suggested to cut above the inflation port and use a slip tip syringe or needle and try to remove the remaining amount of water in the cuff. They explained how it was not a high-pressure balloon so they may need to apply tension to the balloon to assist in expelling the water and suggested pushing water into the inflation lumen to see if that would allow the remaining water to be retrieved. If unsuccessful, you might trim the excess catheter length but leave enough to be able to get a firm grip on the catheter. Lube the anus around the entry point in a similar fashion to performing a rectal exam. Then, very slowly pull on the catheter, which would cause the fluid to release due to pressure on the cuff during removal. They asked them to save the device so that it could be sent back in for investigation.

Event description:
It was reported that nurse placed dignishield in patient and the inflation port had broken off. Only 20millimitres was inserted into cuff. Representative suggested to cut above the inflation port and use a slip tip syringe or needle and try to remove the remaining amount of water in the cuff. They explained how it was not a high-pressure balloon so they may need to apply tension to the balloon to assist in expelling the water and suggested pushing water into the inflation lumen to see if that would allow the remaining water to be retrieved. If unsuccessful, you might trim the excess catheter length but leave enough to be able to get a firm grip on the catheter. Lube the anus around the entry point in a similar fashion to performing a rectal exam. Then, very slowly pull on the catheter, which would cause the fluid to release due to pressure on the cuff during removal. They asked them to save the device so that it could be sent back in for investigation.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions taken at this time since a root cause was not identified. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.